Event description:
It was reported that during an angiographic procedure, a clot formed in the catheter. The pt started to experience a stroke. Urokinase was administered and the pt recovered. The pt status is listed as "okay".